Event description:
The patient reported to have felt three little shocks and also felt sore around the pacemaker since the gallbladder surgery. The device had been disabled during the surgery. According to the scheduled carelink transmission, the device was functioning normally. No events were found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.